Manufacturer narrative:
There were a total of two electrodes and they both had the same lot number and the same device analysis results. The information on the second electrode: model # csk-tc10 lot # k237 description: csk tc electrode, 10cm.

Event description:
The two returned electrodes were analyzed and confirmed that both electrode shafts were broken off at the hub due to external mechanical force.